Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, the nurse practitioner contacted animas stating that the patient reportedly experienced high blood glucose (bg) and went to the emergency room. No additional information was provided. Customer technical support attempted follow up with the patient¿s family for additional information, without success. This complaint is being reported based on the allegation that the patient sought medical intervention for elevated bgs, and the pump could not be ruled out as a cause or contributor in the reported incident.